Event description:
It was reported that the patient presented in-hospital with chest pains and shortness of breath. The following day, patient became hypotensive and was found to have a hemothorax and pericardial effusion. Perforation was noted. A chest tube and pericardial drains were inserted. A transfusion was administered. Lead was explanted and the patient was released from the hospital the following week.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).